Event description:
The customer reported the device would not charge and shock initially during a patient incident. The patient had a ventricular tachycardia rhythm and was not stable. The patient died. The customer registered nurse and clinical manager stated that it is unknown whether the patient outcome was impacted directly by the device behavior, just that it would charge to full then read cable not connected before shocking.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device would not charge and shock initially during a patient incident. The patient died. Additional details have been requested.